Manufacturer narrative:
By the event information, the patient had both an infection and a mechanical separation of two prosthesis components (humeral stem and reverse humeral body). Regarding the infection, we know that the patient suffered a "staphylococcus epidermidis". The check of the sterilization charts of the devices involved confirmed that all of them were regularly sterilized before being placed on the market. The fact that the patient had a previous history of infection, and in (B)(6) 2015 suffered a chest infection, indicate that she is probably "predisposed" to such event, and that the devices themselves are not the cause of the infection. It's also possible that the previous infection was not completely eradicated in (B)(6) 2014, when the smr lima prosthesis was implanted. Regarding the dissociation between stem and reverse humeral body, we could analyze the explants, which were returned to us; no anomalies were detected by performing a dimensional check on them. In addition, we performed a functional check by assembling the two devices as per surgical technique; after coupling them and tightening properly the locking screw on the reverse body, we verified that the coupling between stem and body is absolutely stable. The available x-rays are not so clear, anyway the dissociation of the reverse body from the stem can be seen in the last x-ray provided (dated (B)(6) 2015). According to the surgeon's words, at the time of revision, there was a proximal bone loss probably due to the infection; we believe that the bone loss, probably combined with a suboptimal implant technique during the surgery of (B)(6) 2014, has caused the dissociation. This is the 1st and only complaint reported about the post-op dissociation between a smr stem and a reverse humeral body, giving a specific revision rate which is very low ((B)(4)). In addition, our analysis revealed that this dissociation was not due to a malfunction of the devices. No corrective actions have been planned. Limacorporate will keep monitored the market.

Event description:
The smr reverse prosthesis was implanted on (B)(6) 2014. Patient got a chest infection in (B)(6) 2015; subsequent x-rays confirmed the infection and revealed the dissociation between stem and reverse humeral body (only the stem is marketed in the us). All components removed on (B)(6) 2015 due to the above causes. Patient had a previous history of infection: she had had a previous implant in place which needed to be removed due to a bacterial infection in 2013, and a spacer was left in situ for a year, whilst she had antibiotic treatment. The event occurred in (B)(6).